Manufacturer narrative:
H3: the battery trays were returned to the manufacturer for analysis. Battery trays was tested by using fluke digital multimeter. During bench test, tray 8 batteries is measured is 10.38 vdc and 5.93 vdc, which is below the required voltage of 12-13. Tray 8 batteries is losing charge. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries are required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: bi71000162, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4); product ID: bi71000163, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI#: (B)(4); product ID: bi71000163, serial/lot #: (B)(4), ubd: 30-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was beeping upon power up noting that the system was low battery. Case was still completed with the use of the o-arm. Patient was present. No delay noted.